Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the acetabular cup showed evidence of scratching and lever out impingement. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings and precautions, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 2 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided: date implanted - (B)(6) 2015. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty in (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to dislocation of the femoral head. During the procedure, the modular head and acetabular liner were removed and replaced.